Event description:
It was reported that post implant x-ray revealed that the lead dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.